Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issue experienced by the customer was associated with the left master tool manipulator (mtml) gimble. The mtm gimbal is a subsection of the complete mtm arm, consisting of the links associated with the five axes of motion closest to the surgeon's hand. These axes measure the orientation of the mtm handle and the mtm grip angle. The gimbal is separated from the rest of the mtm by removing the platform link from the forearm link. The system was repaired by replacing the affected mtm gimble. The mtml gimble was returned to isi for failure analysis investigation. Engineering evaluation of the mtml gimble found a missing spring on axis-8, thus confirming the reported complaint experienced by the customer. As of june 25, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon experienced stiffness in the patient side manipulator (psm) arm grip closure and resistance in the master tool manipulator (mtm) grip movement. The surgeon was unable to control instrument closure. The surgeon decided to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.